Event description:
A healthcare facility reported that the neopuff infant resuscitator was not supplying the right pressure after it was dropped. No pt consequence was reported.

Manufacturer narrative:
The actual complaint device was performance tested for fluctuating pressure. Results: the top right corner edge of the neopuff panel was broken. Upon performance testing, the manometer pressure reading was found to be inaccurate against known input pressure. The reported fault was confirmed. Conclusion: inaccuracy of the manometer reading was due to a gain error caused by impact damage when the neopuff was dropped.